Event description:
It was reported that the patient presented remotely. Review of the transmission revealed post-paced t-wave over-sensing on the implantable cardioverter defibrillator. Programming changes were made on (B)(6) 2021. The patient was in stable condition.